Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values the day the sensor was inserted into the arm. On (B)(6) 2023, the patient¿s cgm was reading 245 mg/dl (no bg meter comparison was done at this time). The patient self-treated the high reading with 4 units of insulin. At some point after treatment, the patient¿s cgm reading dropped to 50 mg/dl. It is possible that the earlier cgm reading of 245 mg/dl was inaccurate, which the patient based his treatment decision on. The patient experienced dizziness, disorientation, presyncope, fell, and hit his head and hip. The patient then drove himself to a clinic for evaluation. At the clinic, the patient¿s cgm was reading 260 mg/dl and the bg meter was reading 120 mg/dl. The patient also underwent an x-ray due to his fall and was given tylenol, 800 mg to take every 4 hours. The patient was treated with strawberry juice and peanut butter crackers. Of note, the patient¿s x-ray was also clear. The patient was discharged home the same day. The patient was at home and recovering at the time of report; he also had some bruises on his hip and a ¿big bump¿ on his head. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to treatment. The reported glucose values fall within the c zone of the parkes error grid at the clinic. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.